Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a l2-ilium posterior spinal fusion was performed on the patient whom the physician had assessed as having hard bone. As the physician was placing the right s1 screw, the screwdriver tip broke off into the head of the screw. In order to remove the screw which was not yet properly placed, the physician placed a short pre-contoured rod on the screw head, placed on a locking cap, and torqued it down. The rod stabilizer was used to successfully rotate out the screw containing the broken screwdriver tip. Another polyaxial screw was placed without incident. The procedure was completed with no harm to the patient and an approximately 5-10 minute delay to the procedure.

Manufacturer narrative:
Visual inspection revealed that the fracture was located at the driver¿s distal tip, the second half of the tip remained inside the hex lobe feature of the polyaxial screw. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fractured characteristics of the part. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the expedium quick-connect si polyaxial screwdriver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the expedium quick-connect si polyaxial screwdriver was conducted on the specific product code from this complaint as the product family does not exist for this instrument. There was no harm to the patient indicated in this complaint, however, instrument grade material remains implanted in the patient which could possible change the course of the post operative care and could further necessitate the need for medical intervention in the future. A review of the expedium family post market surveillance report number (B)(4) revision 1 (released on march 11, 2014) was conducted. In report section 2.3.6, the expedium quick connect si polyaxial driver broken tip failure code is reviewed. It was concluded that all risks have been identified and are acceptable for this failure. As such, the benefit outweighs the risk and no further actions in addition to what was identified in the pms report will be taken as part of this complaint file. The root cause of the driver tip becoming fractured cannot positively be determined. However, the fracture analysis results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft, the potential fracture termination site. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of these devices. Additionally, the expedium quick-connect si polyaxial driver recently underwent a post market review which concluded that all the risks have been identified and are considered acceptable for this failure mode. Therefore, this complaint will be closed with no further action required.